Manufacturer narrative:
During device evaluation at olympus, it was found the customer complaint of the e315 error was confirmed. The e315 error message occurred due to liquid intrusion from the scope connector. In addition, evaluation found the air/water port was leaking, switch #1 and #2 did not work, angulation was insufficient, the bending section wire was tight, the light guide bundle was hard, and the scope had liquid intrusion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a e315 unsupported scope error message was displayed with the evis lucera elite colonovideoscope. The device was a loaner from olympus. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the air/water port leaked while the user was handling the device and water invaded the scope connector. It¿s likely the error code e315 occurred due to water invasion in the device causing abnormality of electrical parts. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.